Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, elevated metal ions (serum), and a small pseudotumour.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.